Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of failed flow rate was not reproduced. The device was tested for flow accuracy and delivered within intended range. A review of the event history log (ehl) revealed no abnormalities that could cause or contribute to the reported problem were observed through the history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition was not determined. No pump correction is required to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had failed flow rate test during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.